Event description:
Rptr went through incident reports for the last 18 months looking for trends and problems that had not been reported. Rptr found about 8 more cases of free flow, but only three were related to a pump. Three were pts in ambulatory surgery who had just had an IV, more started and the nurse neglected to turn the rate down. Two were intralipid. Two of the pump-related items were pts who removed the tubing from the pump themselves, and one was due to an x-ray tech taking the tubing out and not clamping the tubing. All the three pump-related incidents involved plain solution or solutions with 20 meq/liter of kc1. There was also a pt who turned up the rate on his own epidural pump (to 28 ml/hr, where the max should have been 20 ml/hr.) Only one pt had any ill effects, and those were not serious. None of the pump problems seem to be due to nurses.